Event description:
The initial reporter alleged a false negative result for the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas s201 instrument, when testing a known hbv positive sample in a 96-sample pool. The customer was validating a workflow utilizing a pool of 96 samples. Known hepatitis b virus (hbv) positive samples were used for validation purposes. The samples were confirmed to be used solely for validation of the pp96 workflow, and the related donations were not released. The known hbv positive samples showed reactivity in a primary pool of 24 (pp24), a secondary pool of 4 (sp4), and a resolution pool of 1 (resp1). However, it was alleged that the pool of 96, which included the known reactive hbv sample, was non-reactive. For sample ID: (B)(6), the cycle threshold (CT) values were 34.8 in pp24, 32.5 in sp4, and 30.1 in resp1. For sample ID: (B)(6), the CT values were 35.1 in pp24, 31.6 in sp4, and 29.4 in resp1.

Manufacturer narrative:
The analysis was performed on a cobas s201 instrument (serial number: (B)(6). The investigation determined that the mpx v2.0 assay performed within specifications. The cycle threshold (CT) values observed in the provided data increased as the pool size increased, which is consistent with the expected dilution effect of the reactive sample. The root cause was attributed to the dilution of the reactive sample in the pool of 96, which likely brought the viral load near, at, or below the assay's limit of detection (lod). This is an expected outcome when working with highly diluted pools. The customer was reminded that the mpx v2.0 assay is not intended to be used as a standalone test and that secondary testing, such as serology, should always be performed for screening purposes.